Manufacturer narrative:
Implantation date changed to (B)(6) 2023. Please refer to the attached analysis report.

Event description:
Reportedly, the subjected alizea dr pacemaker was not able to communicate with smartview connect home monitor. Even with a second home monitor connection could not be established. In addition the pacemaker could not be interrogated wireless using ble

Event description:
Reportedly, the subjected alizea dr pacemaker was not able to communicate with smartview connect home monitor. Even with a second home monitor connection could not be established. In addition the pacemaker could not be interrogated wireless using ble.